Event description:
The reporter called and that she order thirtysix devices. She said that she loads the device with lancets prior to giving it to a patient. She then said that she fires the device and seven of the thirtysix had lancets that did not retract. No injury was alleged. The device was replaced and requested to be returned for evaluation.